Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state during a hemostasis procedure at an unknown anatomy location.

Event description:
Note: this report pertains to the one of three devices (two resolution 360 clips and one resolution 360 ultra clip) that were used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clips and one resolution 360 ultra clip device were used for hemostasis during an unknown procedure performed on (B)(6) 2024. The anatomical location of the procedure is unknown. During the procedure, the clip was successfully released from the catheter; however, it did not remain closed onto tissue and popped back open after delivery. The clip fell off in an open state. The same problem occurred with the second resolution 360 clip and the resolution 360 ultra clip. The procedure was completed with a different device. There were no patient complications reported as a result of this event.